Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
The report of allegation of lead revision due to unsuccessful stimulation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.